Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. A follow up computed tomography (CT) showed aneurysm sac growth, increase in stent diameter, and loss of overlap between the main body and proximal extension. The patient is asymptomatic and a reported secondary intervention has not occurred.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, the clinical evaluation was able confirm a type 3a endoleak with complete component separation and a strut cage dilation. The minimal over lap of the components was observed as a complete component separation. Additionally there was evidence to reasonably support the following observations; malposition of the suprarenal cuff with fabric portion 4mm above right renal ostium and stenosis of the right renal artery. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; malposition of the suprarenal cuff and stent remodeling that caused a 20° increase in angulation. The review of manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event.